Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, moderately tortuous de novo diagonal branch. A 3.25x33mm xience sierra stent was deployed in the left anterior descending artery which caused the branch to become occluded. An attempt was made to advance a versaturn f guidewire through the stent struts to the diagonal branch but failed as resistance was met with the stent. The guidewire was replaced with a non-abbott guide wire and the stent strut cells were expanded with an unspecified balloon to successfully cross and complete the procedure. There was no adverse patient sequela reported. No additional information was provided.